Event description:
The user facility reported a 81-year-old male was implanted with an impella cp device for mechanical circulatory support. The patient underwent bypass surgery and experienced atrial fibrillation. It was reported while explanting the impella cp device, the physician had trouble with access and bleeding at site due to the mesh from a recent hernia surgery. The physician was able to cutdown and remove the impella cp and used distal digital pressure to force any clot to bleed out and not down leg. Patient has not been on heparin since surgery, so sheath was full of clot. The impella cp was explanted and was clear of any build up.

Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.